Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported unable to pause insulin delivery event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Per omnipod 5 user guide, "warning: do not use the omnipod 5 system at low atmospheric pressure (below 700 hpa). You could encounter such low atmospheric pressures at high elevations, such as when mountain climbing or living at elevations above 3,000 metres (10,000 feet). Change in atmospheric pressure can also occur during take-off with air travel. Unintended insulin delivery can occur if there is expansion of tiny air bubbles that may exist inside the pod. This can result in hypoglycaemia. It is important to check your glucose frequently when flying to avoid prolonged hypoglycaemia"

Event description:
The patient reported that she suspended her insulin delivery with the pump but continued to receive insulin. Blood glucose levels were reported to go low, but no specific levels were provided. The patient reported this has been an on-going issue over the last 6 months. The issues were reported to occur when she is flying either at take-off or during the first hour of the flight (additional reported cases captured in related files). At one point, she reported pausing her insulin delivery and taking the pod off. She noticed after taking her pod off, insulin continued to come out of the cannula.